Event description:
It was reported that a continu-flo solution set had a split towards the bottom of the set. This was noted before patient use. No patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A sample was received for evaluation. Visual inspection was performed and noted that the tubing had a slice in it above the luer activated valve closest to the male luer adapter. The condition was verified. The cause of the slice in the tubing was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.